Manufacturer narrative:
Concomitant product: 5076-52, lead, implanted: (B)(6) 2007.

Event description:
It was reported that a lead integrity alert (lia) was triggered due to sensing integrity counter (sic) and variation in pacing impedance on the right ventricular (rv) lead. The lead remains in use. No patient complications have been reported as a result of this event.